Manufacturer narrative:
The target lesion for the index procedure was the first obtuse marginal (1st om). The lesion was reported to be: de novo, type c, 70% occluded, 3.25 mm in diameter, 23mm in length, irregular, eccentric and with little or no calcification or thrombus present. The lesion was pre-dilated with a 2.5 x 18 mm balloon at 18 atm. Two cypher select plus stents were implanted in overlapping fashion. The 3.0 x 23 mm stent was post-dilated with a 3.5 x 8 mm balloon at 30 atm due to under-expansion. A satisfactory result was obtained. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-01622 and # 9616099-2007-01623.

Event description:
The report received from the e-select database indicated that the pt had three-vessel disease and had one lesion treated during the index procedure. A staged procedure was planned at the time due to cardiovascular safety. The indication for the index procedure was a recent non-q-wave myocardial infarction (mi) and resting ECG changes. Two (2) cypher select plus stents were implanted electively: a 3.0 x 23 mm stent at 18 atm, and a 3.0 x 8 mm stent at 17 atm. There were no reported procedural complications. The pt's cardiac enzymes were elevated post-procedure with the peak ck being two (2) times the upper limit of normal uln, and the troponin greater than or equal to five times the uln (=>5 times uln). Pre-procedural cardiac enzymes were not done. The pt was discharged the day the report received from the e-select database indicated that the pt had three-vessel disease and had one lesion treated during the index procedure. A staged procedure was planned at the time due to cardiovascular safety. The indication for the index procedure was a recent non-q-wave myocardial infarction (mi) and resting ECG changes. Two (2) cypher select plus stents were implanted electively: a 3.0 x 23 mm stent at 18 atm, and a 3.0 x 8 mm stent at 17 atm. There were no reported procedural complications. The pt's cardiac enzymes were elevated post-procedure with the peak ck being two (2) times the upper limit of normal uln, and the troponin greater than or equal to five times the uln (=>5 times uln). Pre-procedural cardiac enzymes were not done. The pt was discharged the day after the procedure. The pt returned one (1) week after the index procedure for a planned staged procedure. The proximal and mid right coronary artery (rca) and circumflex lesions were treated during this procedure. The pt developed thrombosis of the previously implanted cypher stents and of the rca. The pt developed ventricular fibrillation (vf), mi, and refractory cardiogenic shock. An intra aortic balloon pump (iabp), an extracorporeal membrane oxygenation (ECMO) device, re-percutaneous coronary intervention and abciximab were used to treat the pt unsuccessfully. The pt expired the next day. No autopsy was done. The event had a possible relationship to the study devices/procedure.